Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head when plugged in but when started moving the cord around it went blank. The issue occurred during preparation for use during an unspecified diagnostic procedure. There was no report of patient harm.

Event description:
It was reported the camera head when plugged in but when started moving the cord around it went blank. The issue occurred during preparation for use during an unspecified diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there were scratches and dirt on the optics charged coupled device (ccd) lens, and a failed water leak test were found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is probable that the cause of the blank image when the cord was moved was due to a kink/knot on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.